Event description:
It was reported that the insulin pump alarmed no delivery and that the device had difficulties with delivering insulin. The blood glucose was 84 mg/dl. Troubleshooting was performed and the piston could not continue pushing insulin through. When asked to perform the next step of the troubleshooting process the customer hung up the phone. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.